Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure (pce) board was replaced, however the system failure was not resolved. Replacement motion controllers have been ordered for this system. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) would not connect to the mobile viewing station (mvs) after multiple restarts of the system. There was no patient present at the time this issue was observed.

Manufacturer narrative:
The power enclosure conversion was returned to the manufacturer for analysis. Analysis found that the power enclosure conversion failed bench test and the transistor q1 shorted. Analysis found that the reported event was related to a electrical issue. The 8 port ethernet switch, computer, motion enclosure, rotor control box and enclosure power conversion were returned unused with no failure detected. The gantry motor control was installed in a different imaging system, generator, charging and communication readied. Motion control gantry firmware was up to date. Motion did not ready. Gantry motion control failed to make the system connect with the mobile view station (mvs) and was stuck in system initializing please wait. The motion control positioner was also returned and tested on another imaging device. Motion did not ready, but the xray and communication readied. Log in remote desktop application confirm installed version of the motion control positioner firmware was as expected. If information is provided in the future, a supplemental report will be issued.